Manufacturer narrative:
(B)(4) reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during a craniotomy procedure, it was observed that the motor device, console device and the foot control device were being used together when it was found that the system was not working. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - cable/cord/wiring, e5 (fault in handpiece) error on display and engine and control defective. It was further determined that the device failed pre-test for hand control assessment, handpiece temperature assessment, air pump, noise and rotational speed, motor thermistor, cutter lock and loctite & cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.